Event description:
It was reported the sheath leaked while flushing.

Manufacturer narrative:
St. Jude medical is in the process of evaluating this device. A follow-up medwatch report will be submitted once our investigation has been completed.